Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial approximately 6-month post index procedure, stenosis was identified via duplex ultrasound. It was further reported that intervention was performed with successful result.